Event description:
The customer reported that the display is completely white when turned on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device. The symptom was confirmed. The cause of the issue was localized to the display assembly. The display assembly was replaced to resolve the issue. The device passed all testing and was placed back into service.